Manufacturer narrative:
(B)(4). Date sent: 8/21/2024. D4: batch #815c87. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned closed with no apparent damage and with one gst60d reload present. The reload was received fully fired. When the device was opened, it could be opened by hand assistance. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the red motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional and the frame was not properly installed, not allowing the device to open properly. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 815c87, and no non-conformances were identified.

Event description:
It was reported that the device did not have power. New stapler was used to complete the case without patient harm. No other details provided. No patient consequences reported.